Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to an error 7 message on their meter display. Due to delivery delay, customer was unable to test and experienced dizziness, weakness and a loss of consciousness, requiring treatment of a cola via non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(device history review) for the neo meter xido optium were reviewed and the dhrs showed the neo meter xido optium passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to an error 7 message on their meter display. Due to delivery delay, customer was unable to test and experienced dizziness, weakness and a loss of consciousness, requiring treatment of a cola via non-healthcare professional. There was no report of death or permanent impairment associated with this event.